Event description:
The article, based on a retrospective file review reports a patient being treated for spasticity with an implantable infusion pump (itb) experienced somnolence, aspiration pneumonia and reduced mental status due to baclofen overdose. The patient was initially on both oral and intrathecal baclofen post infusion pump implant. Symptoms resolved by eliminating the oral baclofen and treating the pneumonia with antibiotics. No additional information concerning event resolution and patient outcome was provided. Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.

Manufacturer narrative:
Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640. (See additional pages).